Event description:
I developed hashimoto's from my allergan implants. I have had severe disabling rashes all around my breasts. This caused me to seek help from 3 different hospitals. I have chronic fatigue, anxiety, and depression, all from these toxic bags. The FDA is disgusting approving devices that harm the consumer.